Manufacturer narrative:
Device evaluated by MFR.: promus element, mr, ous 2.75 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts on the mid-section of the stent were damaged, stretched in a distal direction. The undamaged stent od (outer diameter) was measured and the result waswithin the maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were relaxed. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.75x38mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75x38mm promus element drug-eluting stent was advanced but failed to cross the lesion. The struts were noted to be damaged and the device was completely removed. The procedure was completed with another device. No patient complications were reported and the patients status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.75x38mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75x38mm promus element drug-eluting stent was advanced but failed to cross the lesion. The struts were noted to be damaged and the device was completely removed. The procedure was completed with another device. No patient complications were reported and the patient's status is fine.